Event description:
The customer called and reported that the insulin pump screen went blank. The customer's blood glucose was not known. Customer had also received a failed battery test alert. During troubleshooting, customer was advised to replace the battery did not receive another failed battery test alert. The display also returned with a battery change. No delivery alarms were found in the alarm history. Customer stated no delivery alarms occurred during manual bolus and were resolved by completely changing out the set. The customer was advised that the sets and battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.